Event description:
This lead was explanted due to dislodgement and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection of the lead revealed a rubbed through pur-coating of the lead. The insulation was intact. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Further analysis revealed cuttings in the insulation which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.